Event description:
The customer received questionable ise indirect gen.2 results for an unknown number of patient samples from the cobas 8000 cobas ise module. Some samples failed delta check rules so the customer stopped processing samples and ran controls. The control results were just barely within range. The customer noticed more bubbles than usual in the sipper line, so they loosened the brass screw on the sipper nozzle, removed the tubing and flushed the nozzle, then did purges and primes. The customer repeated controls and the recovery was very close to the mean. The customer then repeated several samples and provided erroneous high sodium results for two patient samples. Patient 1 initial result was 148 mmol/l and had been reported outside of the laboratory. The repeat result was 142 mmol/l which was believed to be correct. They notified the physician with the corrected information. He had not seen the first incorrect result so there was no treatment to the patient based on a wrong result. There was no adverse event. Patient 2 initial result was 151 mmol/l and the repeat result was 144 mmol/l. The erroneous result was not reported outside of the laboratory and there was no allegation of an adverse event. The sodium electrode lot number and expiration date were requested but were not provided. The field service representative could not find a cause. He checked the ise pathway, replaced the seals for all ise pipettors, conditioned the ise pathway, and ran ise checks. The customer ran calibration and qc. All results met specifications. The investigation was unable to find a definitive root cause.